Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient this vent generated a &#50692;cr fault alarm and the events log showed xdcr fault occurred (1,0,1679). The patient was placed on an alternate ventilator and there was no harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported issue and isolate it to a faulty transducer. In the event additional information becomes available a follow-up report will be submitted.